Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 9 atms on the second inflation. The initial inflation was performed to 6 atms. The 90% stenotic lesion was located in the calcified mid left anterior descending (lad) coronary artery. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good".